Manufacturer narrative:
The customer¿s report of a separation at the bi-fuse connection site was confirmed. Visual inspection showed a separation at the engagement between the outlet port of the mini y parallel connector and smallbore tubing components. Further inspection showed insufficient solvent application. Functional testing was not performed due to the obvious damage. The separated tubing end's outer diameter measured within specification. The rest of the tubing engagements were slightly tugged with no resulting separations. The root cause of the separation was insufficient solvent application.

Event description:
The customer reported a separation at the bi-fuse connection site. There was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a separation at the bi-fuse connection site. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.